Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Event site name: (B)(6) - hospital (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance cardiosave intra-aortic balloon pump (iabp) was missing an indelible label. It was also seen in service mode that the batteries installed in the equipment were from 2022. Therefore, the equipment already shows a battery test date of (B)(6) 2026 for replacement. There was no patient involved.